Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit is using battery while ac is plugged. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional point of contact: contact person name: (B)(6), contact person phone number: (B)(6), contact person e-mail address: (B)(6), contact department: biomed a getinge field service engineer (fse) stated on 11/10/2022 investigated the customer complaint with battery in use while plugged into ac. He did verify the issue was in the power supply. Replaced the power supply and functional tested without any further failures or issue. Cs300 iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of the power supply showing battery in use while being plugged in. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Tested for 30 minutes with no issues found. Due to this part being obsolete it cannot be sent to a supplier for further failure analysis. Retained the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a